Event description:
A hemodialysis user facility has reported that during treatment an external blood leak occurred. The leak was visually observed at the rim of the dialyzer. Estimated blood loss was 20cc's. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.